Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) on/off button not working was confirmed during functional testing. The root cause was due to a damaged power switch cable likely due to the age of the platform. Upon visual inspection no physical damage was observed. The platform was unable to power on during initial functional testing. It was indicated that the on/off button is not functioning due to a damaged power switch cable. The autopulse platform is a reusable device was manufactured on 30 august 2010 and has exceeded its expected serviceable life of 5 years, the device is over 9 years old. After replacing the power switch cable, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check,the on/off button was observed to be not working on the autopulse platform (sn (B)(4)). No patient involvement.